Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not determined. The rep did a hard reset to see if that would help and will reach out to patient shortly to see if the stimulator has turned off since they met.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturing representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient's stimulator completely depleted after they recharged it. Caller stated that it would periodically turn off during the day and the patient would not be able to find the stimulator with the handset. Caller asked if there was anything they could send reports of to see what the issue was. Agent asked when the issue started and caller said they think last tuesday ((B)(6) 2025). Caller also mentioned that the next day it was within 30 minutes or so it was turning on and off and when it turned off the patient was unable to find it with his handset. The on/off sensation was not related to physical movement per the pt. Patient mentioned that they were sleeping and the stim turned off and then turned back on again and they wanted to sleep so they decided to turn it off completely because they didn't want it to turn back on and wake them up. The pt ultimately pressed the on/off button at top of controller to turn off stim as pt wasn't able to connect with the ins by unlocking the controller (pt was seeing "no device found"). Patient was basing the turning off of stimulation on pt's loss of bowel function. Caller mentioned that unfortunately when the stimulation turns off they lose control of their bowels so it is very evident when it turns off. There is no cycling or adaptivestim being used. No falls or trauma (though pt mentioned a bad fall they had in (B)(6) 2025 unrelated to current issue). When charging ins, the pt historically gets excellent coupling. Pt was seeing more variance in recharge quality since these events started and it would change even if pt didn't move at all. Patient denied any falls or trauma procedures around this time when some of these issues started. Per diary, up to (B)(6) 2025, pt was using stim 100% of the time, then it changed to 20% on 4/17 and then there hasn't been stim use since then. Patient's last recharge session was on the (B)(6) 2025 which would have been monday and it was a typical 42 minute recharge 20-60%. Patient recharged yesterday from 30-70% and it took 1.5 hours and it kept going from excellent to good but showed "fair" coupling in diary. Tss had caller create report and requested that be sent along with today's session report.